Event description:
Patient spontaneously reporting second pump (not in use) just started beeping. Patient took out batteries and replaced, now pump won't turn on. Sn (B)(4) cadd legacy. Replaced pump and patient will return malfunctioning pump. No side effects or lapse in infusion resulted from malfunctioning pump. Dose or amount: 178nkm; frequency: continuous; route: IV; dates of use: from (B)(6) 2012 to current; diagnosis or reason for use: pah.